Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error, frozen screen. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and customer reported receiving a stuck button alarm after pump was exposed to change in altitude , a frozen display , frozen display continued. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
Unit received with unresponsive keypad. Unable to perform self test. Electronic stack was placed into a test case to obtain software version and download history files. Unit was successfully download using thump software. The adapt tool was utilized to search for any 61=stuck key alarms that may have occurred in the past. The adapt tool reveals multiple stuck button alarms were recorded on 15-jun-2024 until 16-jun-2024 found in the pump diagnostic trace. Unit was cut open and perform a visual inspection. Per visual inspection all connectors were plugged in properly. Peeled keypad overlay and fund corroded keypad trace noted during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. Unit also received with corroded keypad trace, missing display window/cover, cracked keypad overlay, cracked case, scratched case and cracked case (battery tube). In conclusion, unresponsive keypad was observed during analysis and confirmed due to corroded keypad traces. Pump exposed to moisture confirmed. Stuck button alarms were confirmed in the trace files. Frozen screen was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.